Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID neu_unknown_prog, product type programmer, physician; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was reported that this pump had alarmed and was confirmed by telemetry from the empty reservoir which had occurred on (B)(6) 2013. This had occurred while the patient was in a long-term care facility. Aspiration through the catheter access port (cap) was unsuccessful as there was no cerebral spinal fluid backflow. The patient reportedly had ¿many other¿ co-morbidities that may limit him from having the pump replaced. As a result, the physician wanted the pump to be programmed off permanently rather than putting saline in the pump and running at minimum rate. However, the health care provider (hcp) had tried to disable the pump and encountered an error. This had occurred as the hcp attempted to program the pump with a previous code. This device system delivered bupivacaine and morphine. It was also reported that the hcp did try to get a hold of the patient as the patient missed an appointment due to a car accident and he had since been in a nursing facility. The ¿side port catheter¿ was attempted and reportedly was not patent as neither medication nor cerebral spinal fluid was aspirated. The patient reportedly stated he just ¿didn¿t feel good¿ as a result of the empty pump although the hcp stated that the patient had a ¿fill pump.¿ reportedly, the patient ¿got so many other coma¿ that a surgical revision was likely not an option at this time. The appropriate pump disable code was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received from the hcp indicated the symptoms the patient experienced were reportedly withdrawal symptoms. It was also noted that due to comorbidities normal saline was placed in the patient¿s pump (B)(6) 2013.

Manufacturer narrative:
(B)(4).